Event description:
On july 21, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not turn on. The pt tests his blood glucose 3 times a day. He tests before meals. The pt takes a set dose of 40 units lantus insulin every night regardless of his meter readings. The pt indicated that the alleged meter issue started on five days prior. However, he also mentioned that he was unable to test for two days. During the time of concern, the pt continued to take his lantus insulin as prescribed. On an unspecified date/time after the alleged issue began, the pt claimed that he developed symptoms of a headache and dizziness. The pt also stated that his body was shaking. The pt administered self-care by drinking water. The pt was unable to say if the self-treatment relieved his symptoms. On another unspecified date/time after the issue began, the pt visited his doctor because of the alleged meter issue. The pt's blood glucose was tested on a doctor's meter and a result of "76 or 77 mg/dl" was obtained. The pt denied receiving medical treatment during the appointment. The reported meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with severe hypoglycemia. He also mentioned that he was unable to test for 2 days due to the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.